Event description:
The customer reported that following a radiology catheterization procedure in 2000, a vasoseal vhd kit size 4 was deployed. The pt experienced burning and pain in the right leg after being discharged from the hospital. The pt returned to the hospital to be examined and an angiogram was performed. The pt was taken to surgery where a balloon angioplasty was performed to remove an occlusion. The pt was discharged in 2000, and no further complications were reported.